Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump up arrow button did not respond due to flattened button dome switch. The insulin pump received with minor scratches on display window, and cracked reservoir tube lip.

Manufacturer narrative:
.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 102 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.